Manufacturer narrative:
Date sent to the FDA: 12/2/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 and the mesh was implanted during which the surgeon noted dense scar tissue that took approximately two hours to dissect. He encountered the mesh, which was significantly contracted. The mesh was removed along with a portion of the vas deferens that was involved in the mesh. It was reported that the patient experienced an unknown adverse event. The patient had a previous mesh implanted on (B)(6) 2015 which is captured in separate files. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, d3.